Event description:
Additional information received the system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. As a result, surgical intervention may occur later to address the issue.